Manufacturer narrative:
The investigation has been completed. Our field service engineer (fse) inspected the ventilator on-site. The reported issue could not be reproduced. The ventilator passed all functional and safety tests. No parts were replaced. The logs were saved and returned for investigation. The logs confirm several failed pressure transducer tests. The tests failed because the zero offset for the expiratory pressure transducer was outside limits. The offset was drifting, which caused the tests to fail and pass intermittently. This has occurred since (B)(6) 2016, date of event is updated accordingly. The root cause of the offset drift has not been determined. Our recommendation to the customer is to replace the expiratory pressure transducer. A drifting pressure transducer may lead to low/high (peep) and high airway pressure. This will be detected during pre-use check and during ventilation by generated alarms.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. (B)(4).